Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device was explanted.

Event description:
Patient reported right side rupture. Later, healthcare professional reported capsular contracture baker grade unknown. Device has been explanted and replaced with non-abbvie product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, g2, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as fold flaw opening. A piece of missing shell was assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side rupture. Healthcare professional reported confirmed rupture and capsular contracture, baker grade unknown. The device has been explanted.